Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported filament regulator and pre-charge voltage error messages which resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.